Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that took place the week prior. Time of occurrence was not reported. Pt said her meter gave her inaccurate readings, up to a 150 point differential when testing repeatedly, therefore she ended up going to the emergency room. She reported getting an initial reading of 55 mg/dl on her prodigy meter. When testing a second time, 5 minutes later, she received a reading of 97mg/dl. Pt reported becoming unconscious. It isn't clear whether pt was transported to the hospital via an ambulance or if someone drove her. She said her glucose level on the medic's meter was 127mg/dl; this was said to be 15 minutes after the 2nd prodigy test. There was no mention of medical treatment provided, if any. Pdc sent replacement and a prepaid envelop for return of suspect product(s).

Manufacturer narrative:
Pdc received the suspect device. It had no damages and appeared to be in good condition. All functions worked properly. Cs tests were performed and all results were in range. No failures detected.